Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screw head snapped off while tightening leaving the remaining portion in the femur.